Event description:
It was reported by the patient that the right ventricular lead dislodged during a routine device replacement procedure about six years earlier and the patient is seeking reimbursement. The patient has been experiencing extreme fatigue. Follow-up with the device clinic revealed that the lead may have dislodged - there was a note in the chart the nurse had captured from the patient stating so- but no further information could be obtained because the patient stated "it was handled at another hospital." It is unknown if repositioning occurred, but records indicate the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the patient that the lead was "unscrewed" but the physician would not take it out of the heart so it was "turned off." The patient also stated the lead was "slipping around inside the body." Follow-up with the physician's office clarified that the patient experienced a "popping/tapping" sensation with ventricular pacing, which was reproducible in the clinic, and it was revealed that the right ventricular lead had a partial insulation breach with low pacing impedance and low sensing, so it was disabled by programming the device to an atrial-only mode. It was clarified by the physician's office that the lead was not "slipping around inside the body." It is a passive tined lead and the patient may have a misunderstanding when comparing it to the right atrial lead which has active fixation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.